Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device kcz571 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent breast augmentation on an unknown date and suture was used. During the procedure, the needle broke. The procedure was completed with another device of the same product code. There were no adverse patient consequences reported.